Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported experiencing severe complications, including gum recession and tmj pain, which are now being evaluated for potential oral surgery.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.